Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was returned for investigation, and manufacturing records confirmed it passed the final qa/qc test. The reported af inaccuracy and targeting error were evaluated and determined to be caused by scope movement during tomographic sweeps, producing approximately 2 mm of displacement in all directions. This motion introduced triangulation error affecting scope-tip localization and targeting sphere placement. Although the af position was accurate, normal respiratory and cardiac motion likely caused the lesion to shift outside the af overlay. Given the lesion's challenging location near the fissure and diaphragm, these behaviors were consistent with known system limitations under complex anatomical conditions and did not contribute to the pneumothorax. Video review identified no use errors. The physician consistently used live fluoroscopy and breath-hold maneuvers to maintain visualization and limit respiratory movement, in alignment with best-practice technique. The physician partially attributed the event to the galaxy system but clarified that the robot did not directly cause the pneumothorax. He emphasized that the lesion's fissural/diaphragmatic location posed a high intrinsic risk and noted additional contributing factors, including aggressive catheter/rebus advancement, variable airway pressures from anesthesia, and lesion motion during sampling. These procedural and patient-specific factors were the most likely contributors to the pneumothorax. This complaint is reported due to the following conclusions: a pneumothorax was identified post-procedure on a standard x-ray. The patient remained stable, did not require chest-tube placement, and was discharged home the same day. The 10 mm left upper-lobe (lul) nodule was located along the fissure and diaphragm, making the case inherently high-risk for pneumothorax. The physician partially attributed the injury to the galaxy system. Malfunctions of af inaccuracy and inaccurate targeting sphere were reported. No use errors were observed. Although this event does not meet the criteria for a serious injury, it is being reported.

Event description:
A pneumothorax was identified post-procedure on a standard x-ray. The patient remained stable, did not require chest tube placement, and was discharged home. The 10 mm left upper-lobe (lul) nodule was located along the fissure and diaphragm, making the case inherently high risk for pneumothorax. Malfunctions of af inaccuracy and inaccurate targeting sphere were reported. Attempts to retrieve additional patient demographics were unsuccessful.